Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 7.7 mmol/l and 1.2 mmol/l within a ten-minute timeframe. When plotting each reading against the average on a parkes error grid one result fell in the 'c zone' showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.